Manufacturer narrative:
An event of device deformity could not be confirmed. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. It was indicated that there was no interaction with cardiac structures of angulation noted in the delivery system. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received the cause of the reported event could not conclusively be determined. Please note that per the instructions for use, artmt600034451, IFU asd septal occluder abt ous, c, the recommended size delivery system for a 22 mm asd is a 9f.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from field indicated that there were no interactions with cardiac structures and no angulations or kinks noted in the delivery system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. An image provided by field appeared to show deployment of an occluder device in cobra deformation. Based on received information, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer septal occluder was sceleted for an implant using a 10f amplatzer trevisio intravascular delivery system (atv). Device had a cobra effect in the deployment of the left disc, was recapture and remove the patient. The first device was checked in clean water and its cobra shape did not improved. No interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. The physician decided to place a new 24mm amplatzer septal occluder that was successfully implanted. There was no complication in the patient and no more than 15 minutes into the procedure, the patient was always stable without any problem.